Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the tampon was in the applicator upside down and experienced discomfort during insertion and use. Since the string was not available, she manually removed the tampon and scratched herself. The tampon came out in one piece, but the string was partially off the tampon.